Manufacturer narrative:
Follow-up #1: date of submission 11/20/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: pump powers in accordance with normal operation with the exception of a dim display. Display is faded, discolored and difficult to read. Evidence of moisture contamination inside battery compartment. Leak test shows leak at keypad. Removed pump case. Moisture contamination observed inside pump. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.